Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer¿s blood glucose level was over 600 mg/dl. Customer delivered a bolus via the pump to address bg level. Reportedly, the customer continued to use the pump for insulin therapy.